Manufacturer narrative:
The device used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms, per complaint details, the insert revision was, due to stiffness and lack of rom. Per correspondence, no further information is available. Without the requested documentation, the clinical root cause could not be fully assessed. Patient impact beyond the reported pre-op symptoms and subsequent revision with expected transient post-operative convalescence period would not be anticipated. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use, found that the reported failure was documented appropriately. Some potential probable causes could be alignment, fit/size of device used or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka had been performed two years ago, the patient experienced stiffness and lack of rom. A revision surgery was done to address the adverse event: the surgeon did soft tissue releases and balancing, and then exchanged the insert. The outcome is fine.